Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+ and prolapsed posterior mitral leaflet. A mitraclip xtw was implanted without issues, reducing the mr to a grade of 2+. To further reduce mr, a mitraclip xt was inserted without issue. However, during insertion of the clip introducer of the clip delivery system (cds) mitraclip xt, the hemostasis valve of the steerable guide catheter (sgc) had emptied. Aspiration was performed. The cds was then inserted through the clip introducer, but the sgc hemostasis valve emptied again. Aspiration was performed again. The mitraclip xt was removed from the patient. An echocardiogram was performed and revealed a passage of air bubbles from the left atrium to the left ventricle, and then in the aorta. Some bubbles also stayed in the apex of the left ventricle. After a few seconds, the bubbles were no visible anymore in any structure of the heart. Fluoroscopy was performed and no bubbles were visible in the aorta, left ventricle, or left and right coronaries. A new mitraclip xt was then implanted lateral to the first implanted clip without issues. The procedure was completed with two clips implanted, reducing the mr to a grade of 1. Thirty minutes after the procedure, a total body scan with contrast and computed tomography (CT) angiography was performed to rule out damage on the brain. No bubbles were detected in the venous district of the brain. The patient was awakened, and was reported to be present, alert, with left hemiplegia. An update from the hospital was received, indicating that the symptoms have been resolved.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported leak / splash and identified the silicone valve inside the clip introducer to be torn. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and the reported leak appears to be related to the observed tear in the silicone valve inside the clip introducer; however, how the silicone valve got torn cannot be determined. Air embolism appears to be due to procedural conditions associated with the leak. A cause for the paresis, however, cannot be determined. Air embolism (emboli) is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and delay to treatment/therapy were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+ and prolapsed posterior mitral leaflet. A mitraclip xtw was implanted without issues, reducing the mr to a grade of 2+. To further reduce mr, a mitraclip xt was inserted without issue. However, during insertion of the clip introducer of the clip delivery system (cds) mitraclip xt, the hemostasis valve of the steerable guide catheter (sgc) had emptied. Aspiration was performed. The cds was then inserted through the clip introducer, but the sgc hemostasis valve emptied again. Aspiration was performed again. The mitraclip xt was removed from the patient. An echocardiogram was performed and revealed a passage of air bubbles from the left atrium to the left ventricle, and then in the aorta. Some bubbles also stayed in the apex of the left ventricle. After a few seconds, the bubbles were no visible anymore in any structure of the heart. Fluoroscopy was performed and no bubbles were visible in the aorta, left ventricle, or left and right coronaries. A new mitraclip xt was then implanted lateral to the first implanted clip without issues. The procedure was completed with two clips implanted, reducing the mr to a grade of 1. Thirty minutes after the procedure, a total body scan with contrast and computed tomography (CT) angiography was performed to rule out damage on the brain. No bubbles were detected in the venous district of the brain. The patient was awakened, and was reported to be present, alert, with left hemiplegia. An update from the hospital was received, indicating that the symptoms have been resolved.

Manufacturer narrative:
General information: become aware date: changed from march 4, 2025, to april 3, 2024.

Event description:
N/a.